Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient is currently in the ER for the third time, currently because for the last 2-3 days, the implantable neurostimulator (ins) has not been holding a charge. Caller stated that ins would typically last 5 days but now the charge won't last through the night. Troubleshooting was not required. The issue was not resolved through troubleshooting. The caller was redirected to answering service to page rep to check recharging information on the tablet. Additional information was received from manufacturer representative (rep). Rep reported patient (pt) was advised to contact patient services if equipment was not working as before. Rep reported the hospital is establishing him with a neurologist to check and program his device. Impedance check was complete on 2/5/26 at the hospital by a clinical specialist. All impedances were normal.